Event description:
International affiliate reports the valve was defective in antecamera, broken, and was removed. Additional information has been requested of affiliate but, as of this date, has not been received.